Event description:
It was reported that the clinical research manager was informed of an serious adverse event that occurred in late 2007. A patient involved in a clinical study experienced deep infection after implantation of triathlon. The patient had revision surgery. According to the serious adverse event report, the patient is completely recovered.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded. If additional information becomes available, it will be submitted in a supplemental report.